Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was performed. Patient will continue to be monitored remotely.

Event description:
New information received stated that programming changes were made. The patient was asymptomatic and stable. There were no reported adverse events.